Event description:
Reported that pt treated by exilis complained after the treatment of hard tender nodule under the skin surface. A week later, the pt called office and complained of increased pain and redness of the nodule. Pt assessed by md. Prescribed antibiotics: cephalexin 500mg and sulfamethoxazole 800mg, trimethoprim 160mg. Pt responded well to antibiotics and the nodule gradually decreased in size.

Manufacturer narrative:
Btl industries followed-up with the physician's office to gather additional information. Per the physician's office, the procedure was conducted successfully with no malfunctions. Btl industries reviewed the system logs and confirmed that no system malfunction occurred.